Event description:
The dialysis center contacted the placing facility and said there is a crack on the red port. No other info provided.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unknown. A tear was found in the arterial extension leg just proximal to the bifurcation. The exact cause of the tear is unk. The duration of use is unk. No defects related to the mfg process were noted on the complaint sample. A chr of lot #rerj0576 showed no other similar product complaint(s) from this lot.